Event description:
According to the reporter, during laparoscopic procedure, on the right lower lobe volume reduction, when stapling the artery and the trachea, the devices had problems. The distal portion of the staple line was incomplete. The component device's handle broke off. It resulted in longer procedure time and much more cost - one more handle, one more reload, one tachosil and one tissucol, one suture. The artery and trachea were closed with a new stapler. The trachea tissue was damaged while the stapler was closed and fired without staples positioned into tissue. Damaged tissue had to be sutured by hand and seal with tachosil and tissucol. Patient stayed one more day in hospital.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, on the right lower lobe volume reduction, when stapling the artery and the trachea, the devices had problems. The distal portion of the staple line was incomplete. The component device's handle broke off. It resulted in longer procedure time and much more cost - one more handle, one more reload, one tachosil and one tissucol, one suture. The artery and trachea were closed with a new stapler. The trachea tissue was damaged while the stapler was closed and fired without staples positioned into tissue. Damaged tissue had to be sutured by hand and seal with tachosil and tissucol. Patient stayed one more day in hospital.